Manufacturer narrative:
The technician found the brake tabs are not contacting the caster wheels. The technician adjusted the casters to repair the bed.

Event description:
Information received indicates the brake is not fully engaging the caster wheels and preventing the brake from holding.